Manufacturer narrative:
The manufacturer has received the sample and will evaluate. Results are expected soon. A lot history review (lhr) of recw0783 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that a contamination of foreign material was found in the package prior to use the power trialysis. There was no reported patient involvement.

Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, complaint and lot history review, applicable previous investigation(s), sample (if available), applicable manufacture records, and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a foreign material within a kit is confirmed and was determined to be manufacturing related. One 13 fr power trialysis kit was returned for evaluation. An initial visual observation showed the kit was returned sealed. The kit was opened, and the residue was found to be firmly stuck to the bottom, outward-facing side of a corner of the tray. A microscopic observation revealed the residue was a thin, mostly clear film with blue fibers and very small, dark specs stuck within the residue a lot history review (lhr) of recw0783 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that a contamination of foreign material was found in the package prior to use the power trialysis. There was no reported patient involvement.